Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected tsh results were obtained from a level 1 non-vitros mas omni immune quality control (qc) fluid lot oim2703 when tested using a vitros immunodiagnostics product tsh reagent lot 7190 on a vitros xt7600 integrated system. Mas qc level 1 results of 0.250, 0.256 0.243 and 0.235 miu/l vs. The expected result of 0.170 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were obtained when the customer was processing non-patient fluids. The customer did not give any indication that patient results had been affected. There was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4); and reportability assessment 605444.

Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained from a level 1 non-vitros mas omni immune quality control (qc) fluid lot oim2703 when tested using a vitros immunodiagnostics product tsh reagent lot 7190 on a vitros xt7600 integrated system. A definitive cause for the higher than expected mas qc fluid results could not be determined. Quality control data indicates some within-lab vitros tsh imprecision for the mas control, however, the imprecision was slight when compared to the magnitude of bias associated with the higher than expected vitros tsh qc results. Therefore, a vitros tsh reagent issue is an unlikely contributor to this event but cannot be completely ruled out as a contributing factor. The tsc were able to determine that the customer received the mas qc fluids frozen. The customer allows the qc fluid to thaw completely at room temperature prior to use and then returns the qc fluid to the refrigerator post use. The mas instructions for use (IFU) states: 'unopened vials of omni-immune are stable for 30 days from receipt when stored at 2-8 degrees celsius. Once opened, vials of omni-immune are stable for 30 days when stored tightly capped at 2-8 degrees celsius. This product is stable until the expiration date on the box when stored at -25 to -15 degrees celcius.' It was established that the customer was following the manufacturer's IFU, therefore, qc handling and storage is not a contributor to the event. Precision testing carried out on the vitros xt 7600 integrated system indicated acceptable instrument performance, however, as no precision testing was carried out at the time of the event, an instrument issue cannot be entirely ruled out as a contributing factor. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot 7190.